Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 1ml13x3.8 val150 had foreign matter. The following information was provided by the initial reporter: dirt inside the plunger (white part).

Manufacturer narrative:
Investigation summary: through the photos sent by the client, it is not possible to observe the presence of foreign matter, however, a maintenance order was observed that could potentially be related to the incident. As there are no physical samples it is not possible to confirm the root cause. The analysis of the batch history (DHR), maintenance records and quality notifications were verified. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ser plastipak 1ml13x3.8 val150 had foreign matter. The following information was provided by the initial reporter: dirt inside the plunger (white part).